Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 50 mg/dl. The customer stated that she was testing the insulin pump, and accidentally gave herself 10 units of insulin. The customer stated that she did not eat after receiving the insulin. The customer reported also that she received several no delivery alarms. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.